Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the motor device had an attachment device stuck in it was not confirmed. The motor device was received separate from the attachment. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the thermistor had failed and the unit reflected a reading of 124.6 degrees fahrenheit which is greater than manufacturers' specification (specified reading is less than or equal to 118 degrees fahrenheit). Also the unit reflected a reading of 82.5 dba which is greater than manufacture's specification (specified reading is less than or equal to 76 dba). It was determined that the reported conditions of a split flex circuit, the worn motor, and the corroded bearings were due to wear from normal use. The assignable root cause was determined to be due to motor component wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the short attachment device was stuck in the motor device. During in-house engineering evaluation, it was observed that the thermistor failed and the device reflected a reading of 124.6 degrees fahrenheit which is greater than manufacturers' specification (specified reading is less than or equal to 118 degrees fahrenheit). The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.